Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced distorted vision. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was scratch or lens defect. Additional information was received stating that, in the surgeon¿s opinion, small scratch on lens cause or contribute to the event. There was no patient harm.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint cannot be confirmed. Two segments of intra ocular lens (iol) received in a plastic container in a zip lock bag. Solution is dried on the iol. Only one haptic returned. App 50 percent of the optic returned in two segments. The reported scratch cannot be confirmed due to condition of the returned sample. The sample was cleaned for further evaluation. No scratch observed on the returned segments of the iol. The reporter states the 14.5 diopter lens was exchanged for a 18.0 diopter lens. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).